Event description:
It was reported that the patient¿s ¿machine¿ had not been working at all for 6 to 7 months. It was noted that the patient spoke with the health care professional (hcp) but had not received any help or guidance.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).